Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and that there was also a reservoir leak. The customer was at the beach and did not have the insulin pump during the call. Motor error troubleshooting was performed. The customer was unsure of the condition of the drive support cap but stated that it was not exposed to high magnetic field. The customer stated that they tried to rewind and received motor error several times, not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The call disconnected but the customer called back and also reported receiving a motor position encoder error. No troubleshooting for the leak was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected alarm error test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test, prime test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump received with cracked reservoir tube lip, stained address/serial number label and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. No moisture damage on electronics and motor assembly noted.